Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out of range pacing and shocking impedances. The patient was undergoing an ablation procedure at the time of the out of range measurements. All measurements were good and stable before and after the ablation procedure. The lead remains in service. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.